Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found evidence of a motor not running error, motor rate error, invalid syringe size and plunger not in place error. Device was visually and functionally tested and the customer reported issue was able to be verified and duplicated during the motor drive test. The cause of the issue was found to be incorrect assembly. The parts were reassembled and the worn leadscrew, worm coupling, worm gear and motor mount were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Manufacturer narrative:
E1: phone ext (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a problem with the motor. There was unknown patient involvement.